Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was not holding its power charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began when he started using the subject meter a couple of months prior to contacting lfs. The patient informed the csr that he had to charge the meter every few days and could not go 1 week without charging it. The patient manages his diabetes with insulin. Due to the alleged meter issue, the patient claimed he had to estimate his blood glucose and would administer insulin according to his estimate and carbohydrate counting. The patient denied developing symptoms. And there was no mention of medical treatment for a blood glucose excursion. At the time of troubleshooting, the csr noted that the alleged power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (05/06/2014).the patient¿s usb cable/ac adaptor have been returned on 3/27/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2013).the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 8/16/2013 and 9/19/2013, respectively, with the following findings:the meter and usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.